Event description:
Device 1 of 2. Reference MFR report #1627487-2013-19013. It was reported the pt experienced a burning sensation at the ipg pocket site while charging. A replacement le charger was shipped to the pt. On 08/01/2012 st. Jude medical, neuromodulation div., sent field letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction number: 1627487-07262012-001-c. This ipg serial number was included in field advisories. This model number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.